Manufacturer narrative:
Specimens were sampled 10 minutes to <2 hours after draw. Qc is run daily. Qc was run before and after the event and recovered within acceptable ranges. The instrument is currently within qc specifications with respect to controls and reproducibility. Based on raw data analysis, the instrument was performing as designed. A field service engineer (fse) was dispatched: the fse performed verification of the instrument and replaced parts. Per product labeling, plt clumps and giant plts are listed as a known interfering substance for the plt parameter. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low platelet (plt) results generated by the coulter lh500 instrument for two patients. The initial result of 85x10^3 cells/ul was reported out of the lab for one patient. A second specimen drawn from this patient two days later gave higher plt result (202x10^3 cells/ul). Both samples were then re-tested and recovered lower plt results. Manual smears made from the specimens showed clumps with no instrument flagging. Two specimens were collected from another patient and plt results obtained were 88x10^3 cells/ul and 114x10^3 cells/ul, respectively. Large plts were seen upon smear review. Erroneous results were not reported out of the lab for this patient. Based on information provided there was no change to patient treatment as a result of this event.